Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the modular cable (lot number: 6786109) being ¿torn up¿ could not be confirmed. The product was not returned for analysis and no photos or log files were submitted for review. No alarms were reported in relation to the damage. Available information indicated that the modular cable was exchanged in response to the issue. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed that the heartmate 3 modular cable (lot number: 6786109) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use section 2 ¿system operations" provides instructions for replacing both the modular cable and system controller. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for all heartmate equipment, including the modular cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient visited the outpatient clinic and their system controller power cables and modular cable were torn up and needed replacement. Both products were replaced. Related manufacturer's reference number: 2916596-2024-00028 (system controller).